Event description:
Complaint received as follows: bleeding occurred after 11 days of insertion. Patient lost approximately 1 litre of blood and required a transfusion to rectify blood loss. Device was removed and not reinserted once bleed occurred. Subsequent testing revealing internal hemorrhoids. Patient is stable and hasn't required a longer time in hospital due to this issue. Unfortunately the hospital could not offer a batch number for this product. This is a serious ae case of rectal bleeding possibly related to the use of flexi-seal fecal management system fms.

Manufacturer narrative:
(B)(4).